Manufacturer narrative:
Concomitant medical products: product ID: etlw1610c93e, serial/lot #: (B)(4), ubd: 16-jul-2015, UDI#: (B)(4); product ID: enew1010c82e, serial/lot #: (B)(4), ubd: 22-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. A valiant captivia stent graft system was also implanted for the endovascular treatment of an unknown size thoracic aortic aneurysm approximately eight months later. It was reported via technical services by the patient's son that the patient¿s stent graft has ¿burst¿ and the patient had died four years three months post the implantation of the valiant captivia stent graft system. The caller reported that the physician was going to report the incident to the FDA as a device failure. The caller has not spoken to the physician since the event occurred. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.